Manufacturer narrative:
Product analysis: four images were provided for review. The first image provided confirms the reported lot number and device details. The remaining images show the distal section of the device. There is deformation evident to the shaft and tip. It appears that a section of the tip is detached, and the coil is exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one telescope guide extension catheter (gec) in a severely calcified, severely tortuous de novo lesion with 90% stenosis, located in the mid circumflex (cx) artery. The telescope was used with the initial case plan. The device was inspected with no issues. The device was prepped per IFU with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device consistent with the apparent calcification and tortuosity noted. Excessive force was not used during advancement. There was a failed attempt at passing a pre-dilation balloon. It was reported that the tip of the device, with the marker, detached during delivery to the lesion. The device fragment was not removed. The telescope was advanced through the guide catheter to enable percutaneous coronary intervention (pci). Upon slightly retracting the telescope device, to facilitate passage of pre-dilation balloons, it was noted that the catheter retracted with the tip remaining stagnant on angiogram. At this point the telescope device lost tactile feedback. It was suspected that the tip was snagged on jagged calcium just beyond the proximal left circumflex (lcx) lesion. With the guidewire in place, it was possible to remove the telescope catheter. An attempt was made to move the tip distally, with the assistance of a smaller balloon, but it was not possible to move the tip from its position. Snaring was not attempted as the tip appeared to be stuck behind jagged calcification. Attempts were made to use balloon inflation to move the detached tip proximally. The lesion was then successfully pre-dilated, without using another telescope or other guide extension catheter (gec), and a 3.5 x 15mm onyx frontier drug eluting stent was delivered to the lesion. The stent trapped the detached telescope tip behind the struts. Post-dilation was performed to 18 atm with a 3.5 x 12mm nc balloon with satisfactory angiographic results. Some resistance was experienced at the time of fracture while removing the equipment. The device was not kinked during use. No other devices contributed to this event. There were no clinical sequelae or further complications. The patient was discharged the next day in stable condition. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: procedural images were provided showing the severely calcified, severely tortuous de novo lesion with 90% stenosis, located in the mid-lcx. No images were provided showing the advancement of the telescope guide extension catheter (gec) but images show the detached tip proximal to the target lesion. The 3.5 x 15mm stent is deployed ensuring that the detached tip is secured in the vessel. The stent is then post dilated to ensure optimal deployment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.